Manufacturer narrative:
(B)(4). Batch # p9275d. Investigation summary: the handpiece was received disassembled and the transducer assembly was attached to an ace36e device. The nose cone was cracked. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect remaining components and the moisture indicator was found to be positive. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the handpiece nosecone. It is probable that the ingress of moisture affected handpiece functionality. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that during an unknown procedure, the handpiece was stuck with the attachment, and turning on itself. The attachments were hard to clip on it. The procedure last longer than planned. They used other products to cut and coagulate. There was no patient consequence.